Event description:
After stent placement in the svg, the spiderfx was retrieved, however the filter got hung up in on stent and collapsed the stent (unknown manufacturer and model). The physician had to rewire and post dialated the stent and used ivus to ensure apposiiton.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available, a supplemental report will be submitted.